Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited difficulties to interrogate. This ICD was functioning correctly prior to the implant procedure and could not be succesfully interrogated, technical services (ts) referred the health care professional (hcp) to the local field representative for troubleshooting recommendations. No adverse patient effects were reported. This ICD remains in service.